Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was in suspect mode. A technical support specialist (tss) dialed into the station and attempted multiple database synchronizations, which failed due to repeated unexpected reboots linked to event 41 kernel power errors indicating an internal power failure and failing backup battery. Further investigation found the station database in suspect mode, requiring repair, relocation of corrupted database files, re encryption, and re synchronization, after which the station successfully synced with the server and later tss confirmed that the drawer issue was resolved after recovery and dispatched field service engineer (fse) to check the internal battery but fse mentioned that stated that the battery was not the source of the issue; however, it was later replaced as it was due for replacement. Also, customer support center (csc) remotely connected to the station to check its status, and upon logging in later, medications were being actively pulled, indicating that the application issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the internal battery failed, and the station database entered suspect mode. As a result, the application could not be launched. However, there were no delays or adverse events or injuries reported based on this event.